Event description:
It was reported that force sensor error was experienced.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals, presented top case cracked, chipped by the front right and left bottom corners. Bottom case cracked by the "l" bracket pole clamp and broken mounting post. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Physical damage found in plunger head assembly and also in bottom case. Replaced right and left plunger case and upgraded the software. The cause of the reported problem was traced to customer damage of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during testing.